Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the thread saw coupling was stripped. It was further observed that the lock was defective, the device was leaking and the trigger was jammed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before surgery, it was observed that the saw blade device could not be fixed while in use with the battery handpiece device and lid device. During an in-house engineering evaluation, it was observed that the thread saw coupling was stripped on the device. It was further observed that the lock was defective, the device was leaking and trigger was jammed. There were no delays to the planned surgical procedure as a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.